Manufacturer narrative:
One cardiomems patient electronic system was received for analysis. Inspection of the returned power supply revealed a down rev psu (power supply unit) and a damaged power cable. Full functional testing was performed using a known good psu and cabling. Gsm signal strength was confirmed to be acceptable after a successful system initialization. Patient data was successfully uploaded upon the completion of a successful functional test. The returned product functioned as designed during the evaluation period with no communication issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to a damaged power cable and a outdate revision of the power supply unit.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The customer reported a frayed wire on the adapter and a spark occurred when un-plugging the unit after taking their reading.